Event description:
The facility representative reported a flo-gard infusion pump that experienced an over-infusion of heparin during patient use. This condition occurred during infusion in the medical surgery care area. The nurse setup the infusion pump to deliver 12.1cc/hr of heparin (250ml bag). After the infusion was started, a check was made and the nurse came in to find the pump alarming for "end of bag". All 250ml had been infused. It was reported that there was patient involvement, however no adverse event or patient injury in regards to this event was reported. No additional information is currently available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that experienced an over-infusion of heparin during patient use was confirmed and reproduced by baxter service personnel. The root cause of this condition was determined to be a broken hinges in the door assembly on pump one. This device is a stay-in device owned by baxter and will not be repaired at this time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.